Event description:
A malfunction was reported by the customer, identified as a 4-0x20c9 error with their pump. There was no reported impact on the customer's blood glucose level. The customer was expected to return the device for further examination, and a replacement pump with serial number (B)(6) was arranged.